Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage on battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated timing was not less than 8 hours from the low battery alert to the replace battery alert. The new battery did not resolve issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.